Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 8 atms. The number of inlfations and to what atms is unk. The lesion being treated was a calcified, 90% stenotic lesion at an unspecified location. No pt injuries or complications were reported. Tp status is reported as 'good'.